Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery in the left eye, a patient is experiencing bad distance and near vision. The refractive outcome for the left eye is indicated to be over three (3) diopters hyperopic difference than the right eye. Additional information has been requested.

Manufacturer narrative:
This record will be closed as the suspect product has changed and has a different mfg site. There will be no further reports sent in under this number. The new manufacturer reference number will be 9612169-2018-00069. (B)(4).